Event description:
A malfunction occurred with the customer's pump, displaying malf 5 and fault ID 5-0x274, which could not be reset. There was no reported adverse impact to customer's blood glucose level. Technical support arranged for the replacement of the pump, and instructed the customer to switch to multiple daily injections (mdi) as a backup therapy. They confirmed the shipping address for the replacement and helped the customer with instructions to store and return the faulty pump, which the customer understood and acknowledged.